Event description:
A caller reported that the t:slim x2 pump battery would not charge and the pump screen was unresponsive. The customer's blood glucose level reached 518 mg/dl due to the issue. To address the high blood glucose, the customer administered a correction injection using multiple daily injections without requiring third-party assistance. Despite extensive troubleshooting efforts, including confirming proper power sources and using known working charging supplies, the pump failed to turn on or charge. It was resolved that tandem technical support would replace the pump as it was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump.